Event description:
A female who was initially referred for evaluation of persistent urinary incontinence following monarc obturator sling. She states that she developed stress urinary incontinence 2 years ago following her 2nd vaginal delivery. She has incontinence with cough, sneeze, and physical activity, as well as occasional urgency, but no urge incontinence. She underwent a monarc obturator sling with perigee anterior colporrhaphy, rectocele repair, and hysterectomy in 2006. Postoperatively, she continued to have what she described as minor incontinence or vaginal discharge that slowly progressed to definite urinary incontinence. She is currently experiencing frequency with a sensation of incomplete emptying and incontinence with cough and sneeze. On occasion, she has had dribbling and urge incontinence as well. She is currently using 5 to 6 panty liners daily. There are not saturated at the time of change. She also describes chronic vulvar irritation. S he has been avoiding intercourse since surgery because of this vulvar irritation and the sensation as though he is hitting something during intercourse. Postoperative diagnoses: infected vaginal mesh, perigee type, with a large central abscess cavity and reaction in the vaginal wall overlying the abscess cavity, resulting in a large 5-cm in diameter mass lesion. Operation performed: incision and drainage of deep vaginal abscess, removal of foreign material, namely woven polypropylene mesh from the deep part of the vagina where it constituted an infectious nidus all the way up to the obturator foramen on both sides. Indications for procedure: this patient was originally seen by dr. Who found an enlarged vaginal mass following a perigee and tot procedure. The patient had cystoscopy at that time and the tot, and the perigee did not involve the bladder itself or the urethra. I saw her in consultation and decided that the only practicable method of treatment here would be to remove the mesh. The patient had intermittent vaginal bleeding and discharge related to the infection, and we told her that we would be as aggressive as possible and to remove as much of the mesh as possible. Operative findings: there was a large vaginal mass with hypertrophic and edematous vaginal epithelium which was separate from the vaginal area underlying the urethra. That part was normal. This is where one would expect a cystocele to be, but it was a large mass. Deep to the mass was an abscess cavity which drained fairly foul-smelling purulent material, and deep to that was woven mesh, a lot of woven mesh, with prolene sutures. We removed every bit of the prolene mesh and prolene sutures that we could remove right up to the obturator fossa. Procedure: the patient was anesthetized with general laryngeal mask anesthesia, and she was then placed in the lithotomy position on the or table with her feet in candy-cane stirrups. A careful prep and drape were done using betadine, and the vaginal retractor was placed. An 18 foley catheter was placed, and we inspected the anterior vaginal wall. The urethra was in normal position and felt normal as did the vagina overlying the urethra. One got the impression of the tot tape as it course underneath the urethra, but that did not appear to be involved in the inflammatory process that was in the deeper area of the vagina. With allis clamps, we grasped the protruding area of the vagina and opened it with a 15 blade. Continuing down, cutting very carefully under direct vision, we came upon an abscess cavity which we opened and drained. The material in the abscess cavity was foul smelling. In the depths of the abscess cavity along the wall of the bladder was mesh, a lot of mesh. We transected the mesh in the midline and took out the right and left halves and the arms of the perigee which went into the obturator fossa. We went up as far as we could, right on the bone, right as the mesh disappeared in the obturator fossa, and removed all that mesh and all the suture material. This was a fairly tedious dissection, but no trauma was incurred to the bladder or urethra. Bleeding was minimal. We then copiously irrigated the cavity which was a large open cavity now. We gently closed the edges of the cavity with 3-0 pds and packed with iodoform gauze. This wound is going to have to granulate from inside-out and we cannot allow the outside edge of the wound to close because that will trap infected material int the depths of the wound. The estimated blood loss was less than 30 ml. The patient tolerated the procedure well. We then took the patient out of the lithotomy position, put her supine on the or table. She was awakened, extubated, transferred to a stretcher, and then to pacu in excellent condition. Diagnosis or reason for use: pelvic organ prolapse. Stress urinary incontinence.